Manufacturer narrative:
Novocure medical opinion is that a contribution of the arrays to the folliculitis cannot be ruled out. Folliculitis is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is february 26, 2019.

Event description:
A 74-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. Novocure was informed on july 03, 2024, that the patient experienced pain near the surgical resection scar since (B)(6) 2024, which was diagnosed as folliculitis by a dermatologist. The patient was prescribed unspecified oral antibiotics and reportedly was getting better. The patient ended optune gio therapy on (B)(6) 2024.the physician did not provide a causality assessment on this event.